Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2010. The device records multiple occasions during this time when the temperature is below the recommended minimum stand-by temperature. The device failed a self-test due to a low battery on the (B)(6) 2010 and remained in fault mode until (B)(6) 2013 when an increase in voltage was observed and the device passed a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2015 and the last log entry on (B)(6) 2015. The pad-pak became depleted during this time. The device history log also became full during this time. The device user accessible memory was erased prior to the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.